Event description:
I've been using the dreamstation 1 CPAP machine. No one has bothered to reach out and notify me or others of the so called recall on these machines which is causing numerous issues in people. Nothing is even currently being done fast enough to rectify this situation either. FDA safety report ID # (B)(4).